Event description:
This was a cardiac lead management case performed in the ep lab to extract one rv dual coil ICD lead (mdt 6949). The case initially attempted to obtain access to the rv using wire access, but due to vein occlusion, extraction was determined to be required. The lead was prepped with an lld-ez and a 14fr sls ii was used. Within about 2 minutes, the rv mdt 6949 was extracted. Blood pressure remained stable and the reimplantation of a new ICD lead was completed. About an hour after the extraction, during the closing of the pocket, the patient became hypotensive. A pericardiocentesis was performed and approximately 90mls of blood was removed from the pericardial sack. The surgeon was called and within 10 minutes had created a subxyphoid window to explore for extra cardiac issues. Another 100mls of blood was removed, the window was closed and the patient transferred to the unit. The patient was released 3 days later.

Manufacturer narrative:
No device was returned for engineering inspection. No lot number was provided, so no qa review could be conducted.